Event description:
Edwards became aware that 4 days post tavr the patient passed away. During investigation, and upon review of medical records, it was noted that the patient has had an acute possibly embolic event during procedure, vs other injury to coronary vasculature. Coronary intervention was performed. Pre tavr left heart catheterization findings noted moderate non obstructive chd with a 60-70% ostial rca lesion and a 40% proximal lad lesion. No intervention was performed at that time. Reportedly on the evening after the tavr procedure the patient's blood pressure dropped and the patient was placed on pressor support. Also, it was noted that the patient¿s ejection fraction was 30-35%, with worsening mitral regurgitation, and significant troponin elevation. It was suspected that the patient had an acute possibly embolic event during procedure vs other injury to coronary vasculature. The patient went back for evaluation with angiography and was noted to have rca with significant disease and 2 drug eluding stents were placed. Following the procedure the patient remained dependent on pressors, crrt, and addition of iabp; however the patient experienced further deterioration of his hemodynamics, with subsequent deterioration of respiratory status bipap was initiated. Respiratory and metabolic acidosis ensued, and intubation decided against as clinical scenario approached futility of care. It was decided to withdrawal care and ultimately the patient passed away.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the event could not be confirmed; however, appears to be related to a pre-existing lesion in the rca, possibly in combination with embolic debris. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.